Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence, pelvic pain, urinary frequency, and urgency. It was reported that the patient underwent mesh revision on (B)(6) 2007. The patient underwent a hysterectomy in (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient had multiple lgkhb bladder treatments post implant through (B)(6) 2007. The patient underwent a hysterectomy in (B)(6) 2010.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress incontinence; pelvic pain; urinary frequency; urgency. It was reported that the patient had the concurrent procedures of a cystoscopy; hydrodistention; bladder biopsy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to erosion of urethral sling through vaginal mucosa; urinary frequency/urgency; pelvic pain; pain with intercourse. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) dyspareunia. (B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.